Event description:
It was reported that the ventricular lead had undefined resistance in unipolar and bipolar. The impedance trend appeared to be stable then spiked quickly. A lead fracture was suspected. The lead was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.